Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer stated that they adjusted the connection and were able to continue using the customer. Troubleshooting was not performed. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.